Event description:
The customer reported that the system no longer issues an alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state: (B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer at the hospital and it was confirmed the alarms were configured incorrectly. A philips field service engineer (fse) was dispatched onsite to further evaluate the unit. The fse found the alarm settings needed to be adjusted, as well as, no bed to bed alarm window opening at all devices. The fse configured the arterial blood pressure (abp) alarms and the art with red borders on all monitors on ward n4. Adjustments to the bed to bed alarms were configured as well. Based on the on the information provided in the case and by philips field service engineer, the caused of the reported problem was confirmed to be the alarms were configured incorrectly.